Event description:
A male patient underwent aaa repair in 2009. The patient's anatomical form was considered suitable for aaa repair. The procedure was conducted as labeled. A confirmatory angiogram revealed a proximal type I endoleak (1820334-2009-00417), a type iii endoleak on the ipsilateral (left) side (1820334-2009-00418) and a distal type I endoleak on the contralateral (right) iliac leg graft. The proximal portion of the main body graft was ballooned with another manufacturer's device and another manufacturer's stent was placed as well. Another manufacturer's stent was placed at the ipsilateral (left) junction. The contralateral iliac leg's distal fixation site was ballooned with another manufacturer's balloon catheter and another manufacturer's stent was placed. Endoleaks were resolved and the patient did not show any post-procedure symptoms. The patient has shown recovery.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occuring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. We have notified the appropriate individuals, and we will continue to monitor for similar complaints.